Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported unit was being evaluated at the distributor workshop when it failed the flow test during the flow transducer test. Information was received stating that the device worked according specifications after the o2 gas module and expiratory cassette had been replaced. No parts have been returned for technical investigation. The evaluation of the received device logs indicate that the issue was related to the expiratory cassette. The connected support case also states the same fact. According to the device service manual, the generated error codes 3 and 6 during the flow transducer test points out the expiratory cassette. The cause as to why the cassette failed the pre-use check has not been established since no parts were returned for investigation. H3 other text : 4114.